Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a "no disposable" alarm was experienced after cassette was connected to the pump. The pump was changed and the same alarm sounded. The issue resolved upon changing the cassette. No patient injury was reported.

Manufacturer narrative:
No product was received at the investigation site for evaluation. The reported issue was unable to be confirmed. If the product is received this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.